Event description:
Device involved was an arthrex bone cutter (5.5), ref #ar-8550bc, lot #unknown. Per surgeon the arthrex shaver on correct settings and metal shavings were found in the patient. This was a minor injury, and only monitoring required. Ce received device and being saved at hospital for evaluation.